Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) advised plastic piece that the sling connects to came disconnected from lift when lowering daughter into the bed.